Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching and stuck on initializing device manager. A field service engineer found enterprise server refrigerator was offline causing application not to start. So, rebooted the refrigerator and station booted up successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis application was not launching. The customer reported that there was a delay in dispensing as the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.